Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, a package was opened and the distal tip of the device was found to be broken. It is unknown how the procedure was completed. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Batch #: t92g9m. Investigation summary: the analysis results found that the er420 device was returned with no damage in the external components and with a clip in the jaws. The clip was removed in order to inspect the jaws and they were found with no damage. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained, and formed the remaining 19 clips conforming. The event described could not be confirmed as the device performed without any difficulties noted. The reported complaint could not be confirmed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4).